Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
D4: corrected UDI

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old female patient undergoing an elective high-risk aortic valve replacement (ef 25%) received planned perioperative support with an impella 5.5 device. The patient had pre-existing anemia, and periprocedural bleeding¿including gastrointestinal bleeding¿necessitated multiple transfusions of red blood cell units and one unit of platelets. During support, the patient¿s known atrial fibrillation led to episodes of rapid ventricular response, resulting in biventricular failure and requiring escalation to ecls therapy. After stabilization, successful weaning from temporary mechanical circulatory support was achieved on day 12.

Manufacturer narrative:
D1 (brand name) has been updated. Ppae (major bleed/cardiac failure/ arrhythmia): the root cause of the injury was not determined due to insufficient clinical details.